Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of notable wear and tear on the system controller was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files were associated with the reported event. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate ii patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controller, and to replace any devices that appear damaged or worn. The heartmate ii patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient underwent a system controller exchange on (B)(6) 2021 for notable wear and tear.